Manufacturer narrative:
Filter hch analysis. The med products agency in sweden has made a chemical analysis of the filter hch from the reported adverse event. The analysis was made of the filter-and foam part of the filter hch. Identical filter hch was a referent. The analysis result. The active part of the drug ventolin-salbutamol was found in the filter and the foam. Salbutamol was identified and verified by nmr. The total amount of salbutamol was about 15 mg (12,2 mg in the filter and 2,6 mg in the foam). Conclusion. This confirm incorrect use of filter hch, against instruction for use, during nebulisation.